Event description:
Patient awoke to find the device cord had come unplugged. The patient plugged the power cord back in, the device sparked, caught fire and burned a hole in the bedding/mattress (patient had placed device on the bed next to him because there was not a night stand available).

Manufacturer narrative:
Failure of solder joint in the power supply leading to arcing resulting in slight external flame.